Event description:
Customer reported that, on (B)(6) 2009 in ICU, the patient had an arterial line inserted. Approximately 10 min after insertion, the catheter was found broken at the hub and remained in the pt. The following day a vascular surgeon removed the catheter from the pt. The hospital claims that while the pt recovered normally there appears to be "abnormal hand movement". Upon further questioning, it was revealed to bd that this patient was combative during the insertion and was restrained with wrist restraints over the radial insertion site. The pt was also "flexing" his wrist considerably.

Manufacturer narrative:
Results - received 10 unused sealed units, (5) from lot number 8221114 and five from lot number 8162924 for the investigation. Performed a visual inspection and found no physical/mechanical damage to the components. Water/air leak test was also performed and observed no leakage around the catheter hub. When the button was depressed, all units did retract according to specification. The device history was reviewed for the reported lot numbers and no irregularities were noted during the lot's manufacture. Conclusions: the engineer concluded that the investigation was unable to confirm for catheter broken. The returned samples did meet manufacturing specifications. (B)(4).